Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that they had their system replaced. Their physician's office directed them to contact medtronic. Reviewed programmer use and how to increase amplitude. The patient increased from 0.5ma to 1.6ma but reported that they felt stimulation sensation at the ins incision site not their pelvic floor. The patient confirmed it was not painful. Recommended patient monitor symptoms and should discuss with managing physician. The patient indicated their post operative appointment was in april.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). They reported that they had already spoken with them. They would need to see them in the office on someone reprogramming day. Need to call office to put them on schedule.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back stating symptoms have not changed since implant and also constipation , seems to be affecting bowel instead. The patient stated that they need settings changed. The patient stated when on program 3 - feeling something heavy, uncomfortable when sleeping, feeling weight in the back end. The patient stated having to change pad in the daytime because it was soaking. During the call, changed to program 4, feeling heat more towards implant site . Program 5, not feeling stim at all. The patient went back to program 3 at a comfortable level . Agent emailed rep. The rep replied back.